Event description:
"It was reported that the pans are not easily disassembled for cleaning/sterilization. It was reported that the account pried open the pan and discovered debris from previous procedures trapped between the two halves of the pan."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.